Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 9:30am. Pt's wife called in stating that pt was dizzy and lightheaded and had been for a couple of days. The reading on the prodigy meter at the time of the event was 518 mg/dl. Pt's wife drove him to the emergency room. Pt's glucose reading upon arrival at the emergency room was 97 mg/dl. No treatment was administered at emergency room. Pt's glucose reading upon leaving emergency room was 97 mg/dl. Total stay at emergency room was 15-20 minutes. Pdc sent replacement and prepaid envelope requesting return of suspect device.